Event description:
A (B)(6) male pt contacted zoll customer support to report that the charger/modem was making a 'clicking' sound when a battery was inserted. The pt was provided with a replacement charger/modem and battery pack.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (charger/modem making 'clicking' sound when battery inserted) has been confirmed. The cause for the defective charger/modem is a thermally damaged transistor (q1). The q1 transistor controls the current flow to the battery while charging. The root cause of the damaged q1 transistor cannot be positively identified. Device eval of battery pack sn (B)(4) has been completed. The reported problem (battery fault/charger fault) was confirmed. Upon eval, the battery output voltage was too low to be re-charged. The cause of the low output voltage is the inability to charge. The root cause of the inability to charge is the defective charger/modem. No adverse event resulted from the damaged transistor or non-functional battery pack. The pt received a replacement charger/modem and battery pack. Device MFR date: charger/modem: 01/2011. Battery pack: 04/2010.